Event description:
It was reported that the pt's pump was replaced on (B)(6) 2011. The pt had experienced recurring seroma at the pocket site for over two yrs. The pt's pocket quadrant moved. The pt recovered without sequelae. The drug used in the pump at the time of the event was morphine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.